Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 05-feb-2026. Investigation summary: photos of 3 customer returned samples were submitted for investigation. Evaluation of the photos indicated that the cap shields on the samples had been damaged. A visual inspection of 100 retained samples was conducted, and no damaged caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged shield. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes, there were three (3) hemogard caps with defective molding. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes, there were three (3) hemogard caps with defective molding. No adverse impact was reported regarding the patient or user.